Event description:
It was reported that during an intervention to treat the right coronary artery, predilatation was performed with a non-abbott balloon catheter. The balloon of the stent delivery system for the 3.5 x 28 mm promus over-the-wire stent was prepped. After insertion, it was attempted to inflate the balloon to 16 atmospheres but the balloon did not inflate. Upon removal, a kink was noted in the middle of the delivery catheter. The procedure was completed with the same guide catheter, inflation unit and another promus stent. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: evaluation of the returned promus over-the-wire stent delivery system (sds) noted blood and contrast visible on the stent implant, balloon and shaft, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The outer member was stretched and necked 5.3 cm distal to the strain relief tubing for a length of 1.4 cm. The outer member was bunched at the distal end of the stretched portion for a length of 1 mm. There was a kink in the shaft 59.4 cm distal to the strain relief tubing confirming the reported kink. Factors that could have contributed to difficulties inflating the balloon include, but are not limited to, patient anatomical/lesion morphology and patient disease state, contrast concentration, balloon materials, manufacturing, inflation lumen obstruction, interaction with accessories (indeflator, rotating hemostatic valve, or guiding catheter), placement of the balloon within lesion, or inflation technique. The reported difficulties were unable to be confirmed as an indeflator, filled with water, was used to inflate the balloon to the rated burst pressure (rbp) with no damage noted to the balloon and no leak noted to the sds. In this case, it is likely that the shaft was inadvertently handled during insertion in the anatomy or advancement in the lesion resulting in the shaft kinking as there was no damage noted the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. The kink may have contributed to the reported difficulty inflating the balloon because the inflation contrast travels in the inflation lumen to the balloon. If the shaft is kinked, this could obstruct the flow of contrast into the inflation lumen and balloon and result in a difficulty or failure to inflate the balloon. Incidentally, the noted stretching and bunching of the outer member likely occurred during packing for return analysis and does not appear to have contributed to the inflation difficulties. A search of the lot history record indicated no non conforming material reports for the lot. Additionally, a search of the complaint database indicated no other incidents. There is no indication of a lot specific product quality deficiency. All stent delivery systems are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.